Event description:
It was reported that a peritoneal dialysis (pd) patient¿s spouse discovered a fluid leak during patient¿s pd treatment. The spouse reported receiving an air detected in cassette alarm during 3 of 4 and the treatment was cancelled. Fluid was found on the floor under the cycler. In a follow up, the patient¿s pd nurse confirmed the reported event. The nurse stated the patient had reported the fluid was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms during drain 3 of 4 of treatment. After cancellation of treatment the patient's husband had reported observing "a lot of water" on the carpet below the patient's cycler and under the cycler cart. The exact location of the fluid leak was not determined. Per pdrn fluid was found in the cassette area of the cycler but the patient was unable to identify the exact location of the leak. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. In a follow up with the patient¿s spouse the event was verified and confirmed that there was no harm to the patient. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s spouse discovered a fluid leak during patient¿s pd treatment. The spouse reported receiving an air detected in cassette alarm during 3 of 4 and the treatment was cancelled. Fluid was found on the floor under the cycler. In a follow up, the patient¿s pd nurse confirmed the reported event. The nurse stated the patient had reported the fluid was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms during drain 3 of 4 of treatment. After cancellation of treatment the patient's husband had reported observing "a lot of water" on the carpet below the patient's cycler and under the cycler cart. The exact location of the fluid leak was not determined. Per pdrn fluid was found in the cassette area of the cycler but the patient was unable to identify the exact location of the leak. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. In a follow up with the patient¿s spouse the event was verified and confirmed that there was no harm to the patient. The cycler set is not available to return.